Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# unknown implanted: explanted: product type recharger patient code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (B)(4) 2018. It was reported that the patient had been unable to improve recharging coupling beyond 2 bars. The battery appeared superficial. The patient had seroma drained from the midline incision at one-week post-op. Nothing was drained from the battery pocket. Surgical intervention was performed to flip battery in pocket and pocket revision was performed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that they had to have their back drained 1 time (fluid on it). The device had turned over and had to have it removed by healthcare professional. It was tested and doctor reinstalled it. The poor coupling was resolved and went back to normal. No further complications were reported as result of this event. Patient stated they had their right shoulder replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was experiencing poor coupling on the recharger. Patient said they met with manufacturer representative and they utilized antenna locate. Patient said they used to get up to 105 during antenna locate and full coupling boxes but they could only able to get up to 85 and gets a maximum of 2 coupling boxes now. Patient also mentioned that they tried moving the antenna around and turning the antenna dial multiple times. A replacement recharger antenna was sent. Additional information was received from consumer stating that nothing changed after getting the replacement antenna and patient was unable to get more than 2 bars. Manufacturer representative tried a new changer but there was no change. Patient was going to meet with healthcare professional on (B)(6) 2018. No patient symptoms reported. No further complications were reported as a result of this event. Patient's relevant medical history includes patient had spinal stenosis in their back and it was confirmed that that was the reason for the implant. Patient said in 2010, they had a spinal fusion back there from l1 to l5 and twoyears ago, they started having back pain and was taking shots so the doctor recommended the spinal cord stimulator. Patient also mentioned they had a fused left ankle prior to implant. Patient also mentioned they had memory problems and confirmed that was unrelated to device/therapy.